Event description:
The nurse states that on 9/14/93 a 62 year old male presented for a hemostatis procedure of the stomach. After completing the procedure, the probe was removed from the endoscope, and the tip was noted missing. The physician was able to endoscopically retreive the tip without further patient consequence.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.